Manufacturer narrative:
5076-52, lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness, lightheadedness and elevated blood pressure. It was further reported that the right atrial (ra) lead exhibited rising and high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.